Event description:
Boston scientific received information that during a ventricular tachycardia (vt) ablation procedure, pacing inhibition was observed. It was noted that there was no asystole greater than two seconds. The field representative stated that a save memory to disk was performed, however the physician opted to not send it into boston scientific technical services (ts) for review. The device was reprogrammed to only have right ventricular pacing only. It was also noted that the device was programmed to electrocautery mode for the duration of ablation procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.